Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to osseointegration failure, 3 months after implant placement. The patient's x-ray was also provided. Bone quality around the area was type iii, and oral hygiene around the implant was good. Local infection and peri-implantitis were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.